Event description:
New information received notes that the lead was explanted.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A complete lead was returned in two pieces. External insulation abrasions were noted at 8.3-9.0cm and 38.1-38.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 7.0-8.6cm, 7.2-8.3cm, and 11.1-12.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.5-11.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.